Event description:
Skin burn from the product on my back/local site burn irritating me [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), expiration date sept2019, via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that on (B)(6) 2017, "I used it and worked last night. I took it off this morning ((B)(6) 2017) afterwards and then I ran to the drug store. I am getting skin burn from the product on my back so I was wondering what I can do to cool the burn? What can I use? I am in the drug store and trying to get something to cool it off so I don't have the pills for anything. I just ran here trying to see what I can put on this local site burn irritating me. How would you know what to use on the burn because it should say some kind of precaution in case it happens to use something but it don't even say that." She said, "I just want to know what to put on the burn." The action taken with thermacare heatwrap was not reported. The outcome of the event was not recovered. No follow up attempts are possible. No further information is expected. Follow-up (18apr2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out.